Event description:
Patient called the thoratec corporation 24hr left ventricular assist device (lvad) line noting an internal battery fault alarm. Patient performed a self-test and everything resolved. Patient was instructed to come to the hospital in the morning to perform an internal battery exchange by vad coordinator. Backup battery still had 25 months remaining. Last battery exchange was performed in (B)(6) due to the same alarm. The six most recent alarms for the lvad controllers did not show the internal battery fault alarm but it did appear on the history.